Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h4, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provided picture identified the strike plate fractured from the impactor body. Scanning electron microscope (sem) analysis determined the common failure mode for the shoulder impactors was a fast-brittle type tensile/bending overload failure of the strike plate¿s threaded section. All appear to be fast-brittle type fractures. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up/final report will be submitted.

Event description:
It was reported the instrument fractured during impaction with no impact to the patient. No further information is available at the time of this reporting.